Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the chamber identified a crack on the dome. Stress whitening was also observed. Conclusion: based on our investigation, the crack is likely to be due to externally applied mechanical stress. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected.

Event description:
A crack was observed on the dome of an mr290v vented autofeed humidification chamber. There was no patient harm reported.